Event description:
It was reported that the patient's left hip was revised due to shell loosening. The shell and liner were revised to a new shell, liner, and plate. Rep can provide pictures and otherwise confirmed that no further information will be released by the hospital or surgeon.